Event description:
A report was received that during a suction procedure the t-piece came apart from the catheter of the closed suction system. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.